Event description:
It was reported that the patient faced an event where they mentioned that the infusion set bent cannula and high blood glucose for which no treatment was given on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site:3003442380.